Event description:
The customer reported that the system would display a high capacity disk failure message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos and the ups cables were replaced. The software was reloaded. The system was tested and found to be working as intended and put back into service.